Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, the user reported that the collimator and flat detector were not moving. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue. The log file analysis shows multiple collimator errors. This hints to a mechanical issue with the collimator rotation. With the collimator not rotating, the flat detector (fd) would also not rotate. Detailed investigation of the collimator revealed a defective encoder unit within the collimator rotation unit. No position could be transmitted to the motor inverter cdf30.002 which prohibited rotation of the unit. The affected collimator was exchanged by a siemens service engineer and the failure did not recur. The manufacturer is not considering further actions based on this nonsystematic event.